Event description:
Used liquid band-aid product that only had 8 to 10 applicator swabs sealed in the box. One used swab was found in the bottom of the box with possible remnants of body fluids. The wound in their hand, where the liquid bandage was used has not healed. Wound was a broken blister, with no skin.